Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date is unknown. Initial report is synthes sales representative. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that on an unknown date, three (3) trochanteric fixation nail (tfn) implants broke. These involves a tfn nail and two locking screws. Patient and surgical outcome is unknown. This report is for one (1) locking screw for nails. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. DHR review was completed. Part: 04.005.528 . Lot: l045833 . Manufacturing site: mezzovico . Release to warehouse date: 30.jun.2016. The device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Pre-investigation statement: as described in the complaint description it was reported that the screw got broke. The returned part was found in an intact condition, but slightly worn and therefore the flow chart number 3 was selected for this investigation. Investigation selection investigation site: cq zuchwil selected flow(s): 3. Damaged: visual / examples: deformed/bent/cracked visual inspection: upon visual inspection of the complaint device it can be seen that the part is not broken as reported and based on this the complaint is not confirmed. Furthermore, the implant is showing some slight marks from use. Otherwise, the article is in a good condition. Document/specification review: drawings and revisions are in accordance to DHR of production lot l045833. All relevant features are defined on the used drawing revisions of DHR of production lot l045833. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that the slight marks at the implant coming from implantation and explantation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.